Event description:
I had urinary prolapse surgery with use of tvt by gynecare. I was injured during surgery when my leg came out of harness and hyperextended by surgery table. I also have pain, vaginal bleeding and dyspareunia and chronic constipation. I have numbness and tingling up and down my entire right leg. I am in constant pain in my leg and right hip. My stomach is always sick and I have severe cramps. I drink a fiber supplement 2-3 times daily and still have to take a laxative to have a bowel movement. I am disabled and some days I am unable to get out of bed or walk.